Event description:
Sorin group (B)(4) received a report that the s5 gas blender was displaying errors during installation. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group deutschland received a report that the s5 gas blender was displaying errors during installation. The air, co2 and fio2 flow was set at 2.5 but dropped to 1.1 followed by a modular/sensor defective and set alarm. Sorin group (B)(4) investigation found no failures. All testing performed found no errors. In addition, a test run and a stk check showed no deviations. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.